Event description:
It was reported that during a follow up, high impedance was observed on the ventricular lead. Stored egm revealed episodes of noise. X-ray showed no abnormalities. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.